Manufacturer narrative:
A2: age at time of event- age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft or pod damage. Visual examination showed that the shaft was kinked in multiple areas. Functionality of the device was completed by setting the device up per the directions for use. The device primed as designed; however, the device would not rotate due to the extreme damage to the shaft. There were no issues with leaking from the waste bag or console area. Inspection of the remainder of the device apart from the observed damage revealed no damage or irregularities.

Event description:
It was reported that a leak occurred during use. A 2.4mm jetstream xc was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the catheter was leaking blood and saline from somewhere inside the machine. The procedure was completed with this device. No patient complications were reported and the patient's status was fine. It was further reported that no error message displayed. The device leaked during the procedure while inside the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft or pod damage. Visual examination showed that the shaft was kinked in multiple areas. Functionality of the device was completed by setting the device up per the directions for use. The device primed as designed; however, the device would not rotate due to the extreme damage to the shaft. There were no issues with leaking from the waste bag or console area. Inspection of the remainder of the device apart from the observed damage revealed no damage or irregularities.

Event description:
It was reported that a leak occurred during use. A 2.4mm jetstream xc was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the catheter was leaking blood and saline from somewhere inside the machine. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.